Manufacturer narrative:
Accordingly, we would like to give a summary of our results regarding the reported issue. The evaluation results: the complained product was not returned for inspection. Based on the customer's description of the defect, the jaw plate[?]or a portion of it is broken. The most likely cause is overloading, which led to the breakage. Since it can be assumed that the item has undergone numerous applications and reprocessing cycles commensurate with its age, this may have had a negative impact on the material properties. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reportated during the procedure, the grasper broke. There was no impact to the patient or user.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).